Event description:
J tube extension piece that is used to access g/j tube device broke off into patients g/j tube device. Unable to remove piece that broke from patient's device. Replaced g/j tube in interventional radiology that day.